Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the hemodynamic monitoring of a patient, the pressure monitoring [pm] set was found to be leaking fluid close to the planecta. The pm set was discarded. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually, and functional testing was performed. The complaint could not be confirmed. The returned device was found to be in well working order. A review of the device history record was performed, and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.